Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a flickering light emitting diode (led) was confirmed via analysis of the returned system controller. The returned system controller (serial number: (B)(6)) passed functional testing and successfully operated in a mock circulatory loop for an extended period of time without any atypical alarms produced. During testing, it was observed that the led would intermittently illuminate when pressing down on the controller near where the ui ribbon cable connector (j1) was located. The j1 connector was then carefully inspected under the microscope, revealing that multiple pins had compromised solder joints, and could be moved by applying a small amount of force. Log files were submitted and downloaded for review and the data in the log files did not indicate any issues with the system controller. No atypical alarms were observed. The pump maintained a speed within the low speed limit without issue while the driveline was connected. The cause of the reported events was determined to be due to damage to the solder joints on the ui connector; however, the root cause of the damage could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed no deviations from manufacturing and qa specifications. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 patient handbook and the heartmate 3 IFU caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the ventricular assist device (vad) coordinator noticed a flickering/weak led signal of the system controller. No alarms occurred. The affected system controller was replaced with a new one on (B)(6) 2025.